Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. The complaint identified that the product was from the aquacel ag+ extra product family, but no batch number or material code/sku was provided by the customer. It was identified during investigation that the complainant has only taken receipt of aquacel ag+ extra product 1708334, (aquacel ag+ extra 15x15cm(1x5pk)ster eur). The customer took receipt of forty-nine consignments of this product between 7th october 2017 and 4th may 2023. Based on a two year expiry date for this product, at the time the complaint report was submitted to database (28 april 2023, complaint awareness date 27th april 2023), thirteen of the batches known to have been received by the customer were within the two year expiry date period. The laboratory testing reports for chemical content of the intermediate material for the dressings have all met specification for becl (benzethonium chloride), ag (silver) and edta (ethylenediaminetetraacetic acid). One reel from batch 2c04500 was identified in the testing to have had a becl content failure, but this roll of fabric was dispositioned, scrapped and therefore not used. The complaint text also notes the use of a ¿boot¿ in conjunction with the aquacel ag+ extra product, identified as a ¿bsn gelocast¿ boot. The nurse confirms she used the combination of boot and aquacel ag+ extra on multiple occasions and that the customer has not filed a complaint report with the manufacturer of the boot. Following identification of the poor wound condition after seven days of dressing use in conjunction with the boot, the healthcare personnel (hcp) began antibiotic treatment, continued treatment with the aquacel ag+ extra product and ceased use of the boot. There was no information available to identify the status of the wound before the first application of the aquacel ag+ extra product. The dressing use was not deemed as misuse, as the dressing had not been worn longer than the seven days stated within the product instructions for use (IFU). Sterilization results are available for all within-expiry batches received by the complainant, as follows: 1e03468- run ID 2163-1482a, 1e03469- run ID 2163-1474a, 1e03470- run ID 2163-1494a, 1h03027- run ID 2173-21948a, 1j03800- run ID 2163-1922a, 1j04200- run ID 2163-1936a, 2g00035- run ID 2173-29668a, 2g03030- run ID 2173-30207a, 2j02756- run ID 2173-31686a, 2b00910- run ID 2163-2331a, 2b02879- run ID 2163-2377a, 2d01461- run ID 2163-2601a, 2b00786- run ID 2163-2330a. All lots were sterilized at approved and validated supplier steris, and released on review of acceptable results of sterilization. All batches were checked for previous complaints logged in database, only two batches identified to have been received under complaint in the past both unrelated to this issue. One nc (non-conformance) / event record was raised during manufacture for one batch, but this was also unrelated. Seven photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs do not confirm the lot number (which could not be obtained) nor the product under complaint. The photos depict the leg of the patient with two large wounds, which appear to have black edges. The photos appear to be separated by a period of several days, and the more recent photos appear to show the wound becoming less black. An assessment of other complaints for the same aquacel ag+ extra product from the past three years was completed to identify one other complaint having been received against the product family that reported livid discoloration and superficial necrosis. This complaint could not be reviewed in full as no photographs had been received. No investigation could take place, as no batch number could be obtained. This is the only other complaint received for this product family within the last three years that notes blackening of the wound under treatment. As the batch in the complaint was cno (could not obtain), a batch record review has not been possible for this complaint issue. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: (B)(6). D4: it was mentioned that aquacel ag+extra was used on patient. However, it is unclear what aquacel ag+extra product was actually used. Therefore, the nearest model number has been captured . The part number / model number and lot number information for product unfortunately was unknown. The head of the wound clinic mentioned only that aquacel ag + extra was used on used. She did not have the lot number for the company¿s known dressing, since they dispose the office waste every day. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
This emdr is being submitted for company¿s known dressing with unknown lot and reference number. It was reported by a dealer that the head of the wound clinic stated that she began treatment in a patient with a chronic venous ulcer with company¿s known dressing and a boot (medicated bandage) from another commercial company. The head nurse had used this combination of one boot with company's known dressing on multiple occasions. She did not have the lot number for the company¿s known dressing, since they dispose the office waste every day. The duration of use of dressing was seven days. A week after, she made an appointment with the patient to discuss about healing. However, she found that the wound bed colonized in her totally with biofilm and along with black coloration. She referred the patient to the emergency room (ER) so that she could be treated with antibiotic therapy, and she improved markedly. In the same way, the head nurse mentioned that she continued with the wound hygiene treatment on end user with company¿s known dressing and without the boot, where she gradually cleanses the bed positively. The product was not returned. Photographs depicting the necrotic wound and in the process of improvement were received from the complainant.